Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke. The device was removed and completed the procedure with a new synergy xd device. There were no patient complications reported.